Event description:
It was reported that this right atrial (ra) lead was repositioned due to dislodgement. The dislodgement was noticed the day after implantation, and it was confirmed with x-rays. The patient underwent surgical intervention to reposition the lead. No additional adverse patient effects were reported. This lead remains in service.